Event description:
No light source. After detecting, the connection of lamp was not good. During fixed contact point, it worked well. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. This device is not distributed in us.